Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain/ pain- cramping in lower abdomen') in an adult female patient who had essure (batch no. 919017,919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and pid pelvic inflammatory disease. Concomitant products included insulin since (B)(6) 2018 for diabetes as well as metformin since (B)(6) 2018 and sertraline hydrochloride (zoloft) since 2010. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced menopause ("hormonal changes describe: started menopause,") and premature menopause ("hormonal changes describe: early menopause"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), nausea ("nausea"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), pelvic pain ("pain") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one weight gain"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral removal of fallopian tubes,ophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and back pain had resolved, the vaginal haemorrhage, menorrhagia, nausea, migraine, headache, urinary tract infection, vaginal infection, menopause, dysmenorrhoea, dyspareunia, pelvic pain and premature menopause outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, headache, menopause, menorrhagia, migraine, nausea, pelvic pain, premature menopause, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates : 2012. Discrepancy in essure removal dates : (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2016: 63 gm uterus., endocervical squamous metaplasia without dysplasia., resting endometrium, possibly secondary to therapy. Superficial adenomyosis, right ovary with benign physiologic simple cyst, right. Fallopian tube negative for dysplasia, left fallopian tube with mesothelial inclusion cyst. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: early menopause. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain/ pain- cramping in lower abdomen') in an adult female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and pid pelvic inflammatory disease. Concomitant products included insulin since (B)(6) 2018 for diabetes as well as metformin since (B)(6) 2018 and sertraline hydrochloride (zoloft) since 2010. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced menopause ("hormonal changes describe: started menopause,") and premature menopause ("hormonal changes describe: early menopause"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), nausea ("nausea"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), pelvic pain ("pain") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one weight gain"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral removal of fallopian tubes,oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and back pain had resolved, the vaginal haemorrhage, menorrhagia, nausea, migraine, headache, urinary tract infection, vaginal infection, menopause, dysmenorrhoea, dyspareunia, pelvic pain and premature menopause outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, headache, menopause, menorrhagia, migraine, nausea, pelvic pain, premature menopause, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates : 2012. Discrepancy in essure removal dates : on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2016: 63 gm uterus., endocervical squamous metaplasia without dysplasia., resting endometrium, possibly secondary to therapy., superficial adenomyosis, right ovary with benign physiologic simple cyst, right fallopian tube negative for dysplasia, left fallopian tube with mesothelial inclusion cyst. Lot number: 919017, manufacturing date: 2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain/ pain- cramping in lower abdomen') in an adult female patient who had essure (batch no. 919017,919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and pid pelvic inflammatory disease. Concomitant products included insulin since (B)(6) 2018 for diabetes as well as metformin since (B)(6) 2018 and sertraline hydrochloride (zoloft) since 2010. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced menopause ("hormonal changes describe: started menopause,"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), nausea ("nausea"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), vaginal infection ("vaginal infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), pelvic pain ("pain") and back pain ("back pain") and was found to have weight increased ("weight gain / loss specify which one weight gain"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral removal of fallopian tubes,ophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and back pain had resolved, the vaginal haemorrhage, menorrhagia, nausea, migraine, headache, urinary tract infection, vaginal infection, menopause, dysmenorrhoea, dyspareunia and pelvic pain outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, headache, menopause, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates : 2012. Discrepancy in essure removal dates : (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2016: 63 gm uterus., endocervical squamous metaplasia without dysplasia., resting endometrium, possibly secondary to therapy., superficial adenomyosis, right ovary with benign physiologic simple cyst, right fallopian tube negative for dysplasia, left fallopian tube with mesothelial inclusion cyst. Most recent follow-up information incorporated above includes: on 3-dec-2019: plaintiff fact sheet was received. Event added from pfs- back pain. Reporter information, concomitant drug,events onset date were added. Events outcomes were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure (batch no. 919017, 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and pid pelvic inflammatory disease. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), vaginal infection ("vaginal infection"), menopause ("hormonal changes describe: started menopause,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse") and pelvic pain ("pain") and was found to have weight increased ("weight gain / loss specify which one weight gain"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral removal of fallopian tubes,oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, nausea, migraine, headache, urinary tract infection, vaginal infection, menopause, dysmenorrhoea, dyspareunia and pelvic pain outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, headache, menopause, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates: 2012. Discrepancy in essure removal dates: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2016: 63 gm uterus., endocervical squamous metaplasia without dysplasia., resting endometrium, possibly secondary to therapy., superficial adenomyosis, right ovary with benign physiologic simple cyst, right fallopian tube negative for dysplasia, left fallopian tube with mesothelial inclusion cyst. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs+mr received : following events were added : abnormal bleeding (vaginal, menorrhagia, nausea, migraines, headaches, hormonal changes describe: started menopause, dyspareunia (painful sexual intercourse, dysmenorrhea (cramping), lower abdominal pain, weight gain. Lot number added. Reporter information added. Event "injury to herself" was deleted and was updated to more specified event such as lower abdominal pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.